Manufacturer narrative:
(B)(4) was used to capture the surgery to replace the lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude, high thresholds, noise, and oversensing. In addition, the noise also occurred on the shock channel. Troubleshooting was performed and the noise was unable to be recreated. Boston scientific technical services (ts) discussed it could be electromagnetic interference (emi) or a lead insulation issue and recommended further troubleshooting options. Subsequently, a laser lead explant procedure was performed. When the physician was removing the rv lead, it broke and the rv lead coil remains in the patient. A new rv lead was successfully implanted. No additional adverse patient effects were reported.